Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; full lead was returned for analysis. There is only one set of setscrew marks on the is-1 pin, and it is too proximal, indicating that the lead was not fully inserted into the device. (B) (4) no anomalies found. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, upon the patient's initial implant, a crt device and two ra leads were attempted. The leads, placed in the atrium, "were not functioning well" for the physician. The helix of one of the ra leads would not retract. A competitor lead was used. Additionally, the rv lead was not sensing appropriately and was not used. A competitor rv lead was then attempted and not used. A third rv lead was then implanted with good sensing, impedance and threshold readings. The next day, the rv pacing impedance was >2500 ohms and the lead had lost capture at full output. The physician decided to replace the device. Upon opening the pocket, the lead was tested through the analyzer and all readings were appropriate. The new device was connected to the leads. As the leads were tested through the device, again, the lead impedance was reading >2500 ohms. The physician then replaced the lead with a competitor rv lead. At this time, all lead/device readings were in range.